Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 30-MAR-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device of this incident, it was determined that the device was not communicating. A Field Service Engineer (FSE) removed the customer¿s Information technology (IT) department extension network cable and connected the primary network cable directly to the network port. After the connection was established, the station resumed communication successfully. The FSE verified the repair by confirming network communication was restored and that the disconnect icon was no longer visible on the station. The system functioned as intended after the Field Service Engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES device was not communicating. The user performed a reboot and recovery, however, the issue remained unresolved. The user also unplugged and reconnected the power cable, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.